Event description:
The customer contact reported a leak. The option-lok male adapter of the tubing set was connected to the female adapter of the patient's peripheral IV access site and was being used to deliver an unspecified medication, via gravity. After an unspecified length of time, an unspecified volume of solution leaked onto the bed from a crack at an unspecified location in the option-lok male adapter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Five representative devices from the same lot number were received. Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.